Event description:
This is a spontaneous case report received from a (B)(6) female consumer (plaintiff) in the united states on 01-mar-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. A preliminary fact sheet pursuant to tolling agreement was received. Consumer claimed that she experienced, as a result of placement of essure device: continual abdominal pain, sharp stabbing pain at times, constant yeast and bacterial infections, clouded stinging discharge experienced at urination and developed endometriosis. In (B)(6) 2014, hysterectomy and removal of the implant coils was performed surgically. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and had continual abdominal pain, sharp stabbing pain at times. Hysterectomy and removal of the implant coils was performed approximately one year after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer also had endometriosis which could be an alternative explanation for the continual abdominal pain, sharp stabbing pain at times. However, given the nature of the reported event a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 15-apr-2016: quality-safety evaluation: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer (plaintiff) who had essure (fallopian tube occlusion insert) inserted and had continual abdominal pain, sharp stabbing pain at times. Hysterectomy and removal of the implant coils was performed approximately one year after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer also had endometriosis which could be an alternative explanation for the continual abdominal pain, sharp stabbing pain at times. However, given the nature of the reported event a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).